Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number: (B)(6). Investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the motor speed was unstable, unit out of calibration, machine head, ball bearing and spring seal damaged, external e-ring missing, and the needle bearing, widthplate screws, neckpiece, and reciprocation arm were worn so the motor, sleeve, machine head, pin, bearings, seal e-ring, widplate screws, neckpiece, and reciprocating arm were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that prior to surgery the device does not work. At product evaluation investigation the motor speed was unstable. No adverse events were reported as a result of this malfunction.